Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to electrocautery being used during another procedure. This ICD remains in service. No additional adverse patient effects were reported.